Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 81 mg/dl and 201 mg/dl within 2 minutes. These results were received with the same vial of test strips and 2 different meters. No adverse event reported. The alleged product was replaced and requested for evaluation.